Manufacturer narrative:
On (B)(4) 2017, biosense webster became aware that no bwi disposables were used during this case, leaving the carto 3 system (s/n: (B)(4)) as the only bwi product to report under. The carto system was reported under report #3008203003-2017-00028 (manufacturer¿s reference number (B)(4)), and this complaint file has been reassessed as not MDR reportable. (B)(4). Biosense webster manufacturer reference numbers (B)(4) are related to the same incident.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model # fg-5400-00j, s/n: (B)(4); fukuda denshi pacing stimulator. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered ventricular tachycardia (requiring intracardiac defibrillation), ventricular fibrillation (requiring external defibrillation and percutaneous cardiopulmonary support), and bradycardia (requiring cardiac massage). During the procedure, after the coronary sinus (cs) catheter was inserted and while planned pacing was being performed from the right ventricular (rv) catheter, the patient went into ventricular tachycardia. Intracardiac defibrillation converted ventricular tachycardia to ventricular fibrillation, as the energy was delivered on the t-wave (during cardiac repolarization). External defibrillation terminated the ventricular fibrillation and converted the patient to sinus bradycardia. Cardiac massage was performed and percutaneous cardiopulmonary support (pcps) was initiated. Patient was transferred to the intensive care unit (ICU). There is no information regarding extended hospitalization. Patient outcome is improved. It was noted that the physician indicated that he inadvertently requested intracardiac defibrillation. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure or patient condition. There is no information regarding spi value, catheter proximity, or catheter zeroing. Carto did not allow pacing and ablating at the same time. Pacing was planned. No unwanted pacing was delivered. After follow up, no catheter information was made available. This event is being conservatively reported under a generic smart touch catheter catalog number.